Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a procedure performed on an unknown date. Reportedly, the patient had postoperative complications such as dyspareunia and suprapubic pain when voiding. Subsequently, the patient underwent a surgery to remove the mesh.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date provided by the mhra user. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Other: mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.